Event description:
It was reported that during the implant procedure, it was difficult to insert the leads into the pulse generator header. Eventually, both leads were inserted into the header and the procedure was successfully concluded. The patient was doing well and would continue to be monitored as usual.

Manufacturer narrative:
.